Manufacturer narrative:
H.6. Investigation summary: DHR review: a review of the device history record was completed for sub-assembly #004712bjf lot 7241708 manufactured from 06-sep-17 to 29-sep-17 acam 1 machine under used in claimed lot 7241864. This lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿ and were not evidenced records that could lead to the claimed defect. Conclusion(s): not confirmed: bd was unable to confirm the customer complaint for the claimed defect. As no photos or samples returned from the client were received for analysis, the presence of foreign matter/ visible silicone in the catheter could not be confirmed.

Event description:
It was reported that bd angiocath¿ IV catheter had lumps of silicon that coated the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter had lumps of silicon that coated the needle.